Event description:
It was reported that the patient initially presented remotely via merlin.net. And was brought into clinic on (B)(6) 2024. It was noted during interrogation that non sustained right ventricular oversensing determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). This resulted in episodal pacing causing a variety of heart rates. The patient complained of light headedness and dizziness. Programming changes were recommended and were completed which immediately cleared up the issue. The patient was stable before and after the in-clinic visit.

Event description:
New information notes no additional programming changes were made. The patient was in good condition.

Event description:
New information received notes a re-occurrence of post paced t wave oversensing.